Event description:
It was reported the patient experienced a loss of therapeutic effect; since she had an implantable neurostimulator (ins) replacement in 2006, she did not believe that the system was working very well. It was noted the patient received a new remote however that did not make any difference. The patient decided to take oral pain medication instead and had not had her device checked until a couple of months ago. It was also reported the patient did have several falls before she had her hip replaced in 2009. The patient saw a new pain physician a couple of months ago and a manufacturer representative checked her device and said it was not working. It was reported x-rays were taken and the patient was told that her leads were not in place. The patient was scheduled for replacement surgery in september. Additional information received reported the patient was still having concerns regarding her device or therapy but was working with her doctor and/or manufacturer representative. It was noted she had an appointment scheduled for (B)(6) 2013. Additional information received reported on (B)(4) 2013, lead impedances were in range but the patient¿s coverage was not adequate. No malfunctions were seen and the cause of the issue was not determined. The patient was scheduled for a lead revision to improve coverage in september. Additional information received reported the patient¿s appointment for (B)(6) was a consult with a neurosurgeon. Additional information has been requested but was not available as of the date of this report; a follow-up report will be sent if information becomes available.

Manufacturer narrative:
Product ID: 7434a, serial# (B)(4), product type: programmer. Patient product ID: 3888es6, lot# n24658a, implanted: (B)(6) 2000, product type: lead. Product ID: 7495-51, serial# (B)(4), implanted: (B)(6) 2000, product type: extension. (B)(4).